Event description:
It was reported that patient indicated that one the leads was "turned off". This right atrial (ra) lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.